Event description:
It was reported the patient experienced stimulation in the wrong location. The patient thought something crazy was going on with the stimulator. It just happened yesterday and wasn¿t doing anything. The patient felt like he could feel a wire where he never did before. He felt it to the right of the scar. The patient didn¿t know what was going on. It was almost like the ¿implantable neurostimulator (ins) turned and the wires.¿ it was clarified that the patient thought the ins and leads may have moved. When he turned a or b on, ¿it didn¿t matter on the right side when turning up, the stimulation was all the way up under the arm and on the left side where it had always been base of the back.¿ the patient had to increase to 4.50 volts and was on the right side on the right arm and didn¿t feel it at the base of his back. The patient felt stimulation at 2.90 volts before. The patient didn¿t know what he would have done to have this happen. The patient left a message for the manufacturer representative (rep) yesterday. The patient had an appointment with the health care provider (hcp) on wednesday. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on january 15th 2015 indicating that there was a loss of therapeutic effect. The patient had stimulator in back. The patient was still having pain. "Since had done, 1 year ago". The patient was an outpatient who was at the MRI facility. The mir was for lumbar spine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient received assistance from their physician or manufacturer representative and their concerns were resolved. They had appointment date of (B)(6) 2014. Impedance checks were conducted and no impedances were observed. The patient underwent x-ray and no migrations of the leads were noted. They re-oriented the patient adaptive stimulation to ensure that it was not the cause of the stimulation being felt cervically compared to thoracic, where the leads were implanted-t8. The patient was reprogrammed and had the patient walk with stimulation and it was felt across back and down the legs. They were not feeling it in upper extremities as patient had initially indicated. The patient left the appointment with stimulation still being felt across back and down the legs.